Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected tsh results were obtained from non-vitros linearity fluids diluted with vitros high sample diluent a (hsda), using vitros tsh reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tsh precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tsh lot 4920 performance issue is not a likely contributor to the events. The higher than expected results were generated from maine standard linearity fluid that had undergone an on-board dilution using hsda. Appropriate results were obtained after diluting with maine standard diluent. It is possible that diluting a non-patient fluid with hsda could impact tsh results due to a fluid matrix issue. Following service actions by an ortho field engineer, acceptable tsh performance was observed from a fresh neat sample. An analyzer or fluid issue could therefore not be definitively ruled out as contributing to the event.

Event description:
A customer obtained non-reproducible, higher than expected tsh results from non-vitros linearity fluids (182.0 and 186.0 miu/l vs. Expected result of 100.0 miu/l) using vitros tsh reagent with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected tsh results were generated from non-patient fluids. There is no allegation of patient harm as a result of the event. (B)(4).